Event description:
It was further reported that the event in (B)(6) 2013 has been updated to coronary artery disease progression from progressive shortness of breath.

Event description:
It was further reported that the target lesion treated during the index procedure was located in the distal left anterior descending (lad) artery which was initially reported as located in the mid lad. At the time of the event, the subject was on aspirin and prasugrel. The previously reported treatment with balloon angioplasty resulted in less than 10% residual stenosis.

Manufacturer narrative:
(B)(4).

Event description:
Taxus liberte clinical trial. It was reported that post percutaneous coronary intervention procedure, progressive shortness of breath and target vessel revascularization occurred. In (B)(4) 2010, the subject presented with symptoms of exertional dyspnea and intermittent chest pain and was diagnosed with stable angina and underwent cardiac catheterization which revealed a de-novo lesion located in the mid left anterior descending (lad) artery with 80% stenosis and was 20 mm long with a reference vessel diameter of 2.75 mm. It was treated with pre-dilatation and followed by placement of a 24 x 2.25mm taxus liberté drug eluting stent with 0% residual stenosis. The subject was discharged on aspirin and prasugrel the following day. In (B)(6) 2011, the subject experienced silent ischemia. In (B)(6) 2012, the subject experienced progression of coronary artery disease. In (B)(6) 2013, the subject presented with shortness of breath and was hospitalized on the same day. The subject underwent cardiac catheterization which revealed an area of 80-95% in-stent restenosis of a previously implanted stent from the mid lad to distal lad. It was treated with balloon angioplasty. The event was considered resolved without residual effects and subject was discharged the following day.

Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu (B)(4).

Manufacturer narrative:
(B)(4).